Event description:
It was reported that the spinal catheter segment was replaced on the date of the report. No further information was provided. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The previously reported event of infection does not pertain to this event. Please refer to mfg. Report# 3004209178-2015-08237. After further review, it was determined that the infection occurred after the catheter was replaced.

Event description:
Additional information received reported that there was an infection at the lumbar incision and the lumbar catheter had to be removed. It was also stated that the pump was going to be removed. Since the catheter was just replaced and the patient was on oral baclofen, it was planned to continue the oral medication. The catheter was reportedly broken by the spinous process. It was unknown how the issue was identified. No catheter segments were left in the intrathecal space. The patient experienced a lack of therapy. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).